Manufacturer narrative:
Device manufacturer address 1:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the top most y-site during priming with normal saline. The nurse noticed the leak while programming the pump, before starting the infusion. The leak was reported to be an approximate rate of 1 drop every 3 seconds without any pressure beyond that of gravity. The nurse placed a non baxter closed systemtransfer device(cstd) on the leaking y-site to stop the leak. When the cstd piece was removed, the leak persisted. The nurse was easily able to replicate the leak in their office with the residual fluid left in the drip chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed that the gland of the y- site clearlink was leaking. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing was performed, and it was noted that the gland of the first y-site clearlink was leaking. A priming test was performed and did not observe any leaks at the y-site. Functional testing which included counting the drops falling in the drip chamber was performed, an no issues were noted. A 24 hour simulated therapy was performed, and it was noted that there was a leak at the y-site interlink in the gland of the first y-site clearlink. The gland of the y-site clearlink was investigated and it was found that the gland had flash. The reported condition was verified. The cause of the condition was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.